Manufacturer narrative:
The device has not been received by the MFR for investigation. If additional info is received, a follow up report will be filed.

Event description:
It was reported that blood was collected in the reservoir, but could not be transferred to the blood bag. No further info has been received regarding the status of the pt, despite numerous attempts.